Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration of the s1 lead. X-rays confirmed the issue. In turn, the lead was explanted and replaced to address the issue. Therapy was restored postoperatively.